Event description:
The patient reportedly was experiencing external headpiece retention problems. External equipment was exchanged but the problem was not resolved. The decision was made to change the internal magnet on the patient and possibly thin the skin flap. The date for the procedure will be scheduled.